Event description:
It was reported that the customer was hospitalized due to hypoglycemia. Troubleshooting was performed. The displacement test passed. The customer's husband stated that a bolus delivery was recorded on the insulin pump that the customer did not program. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.